Event description:
I have been using a phillips respironics CPAP machine since (B)(6) 2019 for severe sleep apnea. During the last two years I have suffered from irritation and inflammation of lungs, chronic severe cough, scratchy burning sensations in my throat, chest tightness and shortness of breath, facial skin rash and skin sensitivity, irregular heartbeat, fatigue, muscle weakness and swallowing difficulty. These symptoms have increased over time and in severity and now are severely affecting my daily quality of life. I am never without pain, cough and discomfort. I have sought answers, medical advice and had extensive testing throughout the last two years and found no answers until now when I learned of CPAP recall. I suspect it was constant chemical exposure to polyurethane and chemicals such as the isocyanates inside the machine. I stopped using the CPAP (B)(6) 2021 when I learned of the recall. My symptoms have not improved. FDA safety report ID# (B)(4).